Event description:
It was reported that during surgery a pf pin was inserted into the hard cortical bone, at that moment the plate positioning wasn't right, so the pin was removed and adjusted. It was advised the product is single-use, but the same pin was driven into a new position higher up the hard cortical tibia bone, upon attempting to remove the pin it snapped and left 25mm of steel in the leg. No delay in the procedure.